Manufacturer narrative:
(B)(4). Date sent: 11/09/2022 d4: batch # 849a07 additional information was requested, and the following was received: were there any patient consequences? No further information will be available. No further information will be provided. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. However, when the battery was installed the green checkmark illuminated indicated that the device was not reset. No functional test was performed in order to preserve the evidence. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open gastrectomy, the device could not be fired. The anvil was placed into the gastric body, and trocar was inserted through the jejunum. The anvil and trocar were attached, and the indicator was within the green range. The red safety was released, and the device was attempted to fire, but the device could not be fired. The device was used on the stomach. The anvil of the device in question was placed as it was, and another device was used to complete the case. No further information is available.